Manufacturer narrative:
A ge service rep performed an on site investigation. The sram assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system displayed a check sum error message and lost its sram memory. No pt injury was reported.